Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve into a previously implanted medtronic surgical valve, the valve was deployed to 80% and the patient was stable. Upon full release, the valve dove ventricular with the waist of the valve at the level of the annulus. The valve was attempted to be snared, however it dislodged into the ascending aorta. The aorta was dilated and the valve could not be anchored. The physician decided to convert to an open procedure. The valve was explanted and a non-medtronic surgical valve was successfully implanted. No additional adverse patient effects were reported.